Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer¿s current blood glucose was 351 mg/dl. The customer treated for their high blood glucose levels with some inhaled insulin, manual injections and insulin pump. The customer experienced symptoms like tired, little weak, dry mouth, numbness on left side and speech delay. Recent high bg event began on (B)(6) 2017. Customer declined troubleshoot for high blood glucoses. Product will not be returned for analysis.